Event description:
The initial reporter stated they received discrepant results for three patient samples tested with calcium gen.2 on a cobas 8000 c702 module. The first sample initially resulted in a calcium value of 1.59 mmol/l and it repeated as 1.98 mmol/l. The second sample initially resulted in a calcium value of 1.81 mmol/l and it repeated as 2.32 mmol/l. The third sample initially resulted in a calcium value of 1.81 mmol/l and it repeated as 2.26 mmol/l.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The appropriate carryover evasion washes for the calcium assay were found not to be installed on the analyzer. The field service engineer determined the reagent probes were not washing correctly due to fluctuating water pressure. The probe wash was adjusted. The gear pump head was replaced and the pump pressure was adjusted. No further issues were observed after these actions. The investigation determined the service actions resolved the issue.